Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t4 thermistor. Chiller temperature (t4) would need to be replaced. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving alarm 78 (non-recoverable system error). Chiller temperature (t4) would need to be replaced. They requested parts quote for tank harness in order to do the repair themselves. Caller getting non-recoverable alarm 78 (chiller water temperature sensor out of range ¿ low resistance). Advised they could try turning device off and on and restarting therapy. They states they had already tried this and the alarm came back. Advised this device would need to go to biomed. They requested a depot repair quote and a loaner for this repair. Per follow up information received on 15jul2024, biomed confirmed device has been repaired onsite. The tank harness was ordered and replaced. Device has been put back into service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving alarm 78 (non-recoverable system error). Chiller temperature (t4) would need to be replaced. They requested parts quote for tank harness in order to do the repair themselves. Caller getting non-recoverable alarm 78 (chiller water temperature sensor out of range ¿ low resistance). Advised they could try turning device off and on and restarting therapy. They states they had already tried this and the alarm came back. Advised this device would need to go to biomed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The root cause was not determined because the alarm 78 could not be duplicated. Preventatively replaced tank harness. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving alarm 78 (non-recoverable system error). Chiller temperature (t4) would need to be replaced. They requested parts quote for tank harness in order to do the repair themselves. Caller getting non-recoverable alarm 78 (chiller water temperature sensor out of range ¿ low resistance). Advised they could try turning device off and on and restarting therapy. They states they had already tried this and the alarm came back. Advised this device would need to go to biomed. They requested a depot repair quote and a loaner for this repair. Per follow up information received on 15jul2024, biomed confirmed device has been repaired onsite. The tank harness was ordered and replaced. Device has been put back into service.